Event description:
On (B)(6) 2011, the vns treating physician reported in an assessment dated (B)(6) 2010 that the vns patient had made a suicide gesture. The gesture's intent was definite but very ambivalent and was a mild medical threat. The physician also stated that there was no relationship between the patient's medication and the suicide gesture but that there was a probable relationship between the patient's mental disorder and the suicidal gesture. A battery life calculation was performed with the programming history available in the database which revealed 2.91 years until eri = yes. Good faith attempts for additional information from the physician have been made but no further information was received.

Event description:
Additional information was received on (B)(6) 2011 when the physician reported that there is no relationship between the patient's suicide attempt/gesture to vns. The suicide attempt was due to the patient's depression and the physician stated that there are no vns related concerns. The last system diagnostic was on (B)(6) 2010 and the results were within normal limits.